Event description:
Had lumbar fusion surgery on (B)(6) 2023. While tying my shoes on (B)(6) 2024 I heard a "click" in my spine and it started hurting progressively. Next day I went for an x-ray which confirmed a pedicle screw was broken. Had to go through surgery again to stabilize spine, since it was a at the lower level fused(l5/s1). Now in the recovery process again.